Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information from the manufacturer representative reported they determined the issue may be at the leads. The impedances for all case values were decreasing, but they were still in the high range. The issue had not fully been resolved. If additional information on impedances and outcome is received a follow up report will be sent.

Event description:
Additional information received from a manufacturing representative reported the health care provider (hcp) elected to replace the extensions due to recent issues they have had with the extensions. There did not seem to be an extension issue since the impedance issue had not resolved after the extension replacement. The patient was asleep during the procedure and they did not experience any effect besides the high impedances.

Manufacturer narrative:
Final analysis of the neurostimulator ((B)(4)) revealed no anomaly. The returned neurostimulator and extension were tested with a known good lead and impedances were normal on all circuits and electrode pair combination.

Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID 3387-40, lot# j0527943v, implanted: (B)(6) 2005, product type: lead. Product ID 3387-40, lot# j0537423v, implanted: (B)(6) 2005, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: extension. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: extension. Product ID 64002, product type: adapter. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare professional reported via a manufacturing representative that during the replacement of the extensions and adaptor on (B)(6) 2015 impedance readings were high for all case values and 0/1. Various troubleshooting scenarios were tried which had included swapping channels that extensions were plugged into, swapping out extension, and then swapping out the implantable neurostimulator (ins). It was determined there may be an issue with the leads although they were tested with alligator clips and were not explanted at that time. Impedance testing had led to the event. Further impedance testing was done after the case and although still in the high range for all case values impedances were ranging from 11,000-16,000 ohms. They had begun to decrease down into the 9000 ohms range. The patient was reprogrammed using a bipolar configuration which was in the normal range. The patient was doing well upon last report for the neurology office. It was unknown if the issue was resolved. The patient's indication for use was parkinson's dual and movement disorders. Further follow-up is being conducted to obtain information about cause and resolution. If addition al information is received a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.